Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that during testing, it was observed that the device won't boot up. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer declined and is going to repair himself. No repairs were completed by the pse as the customer declined repair and decided to repair himself. Per good faith effort, it was noted that the device was repaired by the customer and was put back into service. No further information was able to be obtained.